Event description:
The patient is partipating in the (B)(6) study. The patient underwent a arthrotomy of the right total knee replacement and debridement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding an arthrotomy and debridement due to persistent infection involving a triathlon cs insert was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted although with limited data does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall regulatory action 2013-060, this pi was not felt to be related to the shapematch cutting jigs but related to the patients (sic) postop infection.¿ -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient is participating in (B)(6). The patient underwent a arthrotomy of the right total knee replacement and debridement. Update: a review of the (B)(6)-2013 operative report indicates that the primary insert was explanted, rinsed, and re-implanted on this date.